Event description:
The rptr indicated that vns pt had passed away. The pt's widow rec'd correspondence from the MFR and reported the pt's death so that their name could be removed from MFR's mailing list. No allegation of device deficiency was made. No cause if death was given. Five attempt have been made to obtain add'l info. (2 via u.s. Mail to last known physician, 3 via telephone call to last known physician) with no response to date.